Event description:
It was reported that the male end of a high flow rate extension set broke off inside of an unknown microclave. It is unknown which process step this event occurred during. There was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event was reported to have occurred sometime in (B)(6) 2014. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. One used unit was received for evaluation. During visual inspection a crack was observed. Clear passage testing was performed and the unit passed. Pressure testing was performed by connecting the set to the pressure gauge and submerging it under water and the unit failed. Functional testing was performed by connecting the unit to an extension set with a solution container and prime set and was also performed with the syringe that comes with the set. The unit failed functional testing. The unit did not meet specification; therefore, the reported condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: a batch review could not be performed as the lot information is unknown. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.